Event description:
It was reported by our customer's attorney that a bed was located in a pt's home where a fire occurred. The fire did result in a fatality to one person and a serious burn injury to another. At this time, distributor does not have detailed info regarding the incident and the direct causes of the death and injury. Distributor did have an opportunity to inspect the scene two months after the incident. Our inspection revealed the following: the under-bed structure and all electrical components are in good condition, with no sign of overheating. The 3-wire bed power cord on the bed was connected to a 2-wire extension cord, together with an electric heater. It appeared that the connector was where the fire started. The owner's manual for the bed states that only a 3-wire extension cord may be used. Based on the foregoing and distributor's investigation, distributor believes that the bed was not the cause of the fire incident.

Manufacturer narrative:
According to the exhibit from our distributor, the electric bed was not the cause of the fire incident. User did not follow the safety summary which instructs users to use "only a three-wire extension cord or higher electrical rating as the device being connected". The 2-wire extension cord which connected the electric bed and heater seems to be the location where fire started. All three motors, near part of power cord and control device remains in original condition which shows no evidence of overheating caused by the bed. The top mattress should be burnt by the spark from the top direction, not from the underneath direction where the electric device of the bed is located. Merits believes that the bed was not the cause of the fire incident.